Event description:
It was reported that a closure device shift and leak occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. During a routine follow up appointment forty-seven (47) days post procedure, transesophageal echocardiography (tee) revealed that the closure device spun and rotated in the laa. The closure device was canted proximally in the laa along the posterior superior aspect of the laa. A 3 to 5mm leak was noted around the distal end of the closure device. The patient was expected to fully recover from this event and the plan was to follow up with another tee at 6 months post implant to assess the closure device while maintaining dual antiplatelet therapy.